Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during evaluation of the device, an area of delamination was observed between shell and patch. In addition, a crease was noticed in the posterior view. Leak testing revealed that delamination area resulted in a leakage. A crease/fold failure may be the result of the continuous and sustained stresses to the device causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 5, 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed in the union between patch and shell, causing a gel leakage. Although potential causes of patch delamination are unknown stresses and forces on the implant in-vivo or exposure to betadine at insertion, a definitive root cause of these delaminations could not be determined. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Breast implants should not be considered lifetime devices. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 18, 2020. The device original thought to be concomitant and returned to mentor, was in fact stated to be the complaint device. The impacted product was a 450cc mentor memorygel breast implant. Section d has been updated with new values. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Rupture discovered during surgery. Concomitant products: mentor memorygel breast implant (catalog number 3504501bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant. During a revision procedure on (B)(6) 2019, the surgeon discovered that the left-sided device was ruptured. The procedure was completed as planned: both of the patients' devices were explanted and no replacements were received.